Event description:
It was reported that a patient presented remotely via merlin. Net, the right atrial (ra) and pacemaker exhibited noise over sensing resulted an inappropriate mode switch. Noise reversion episodes were observed on ra lead. No intervention or procedure was performed. The patient was stable throughout.